Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps channel port was shaved. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover was detached and due to a pinhole on the bending section cover, water tightness was lost. Additionally, the following components had a scratch: distal end, connecting tube, grip, upward/downward plate, angulation lever, switch 4, suction connector, and the light guide-cover glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the bronchovideoscope had leakage in the scope. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: forceps channel port was shaved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that therapy accessories or metal part of cleaning brush may have touched the biopsy channel port when those products were inserted/withdrawn, resulting in the forceps cannel port being shaved. Olympus will continue to monitor field performance for this device.